Manufacturer narrative:
Investigation conclusion: the customer¿s complaint of an overinfusion was reproduced. The log review showed user programmed a higher rate than reported intended rate of 17 ml/hr (17cc/hr). Inspection: pcu sn (B)(4). The pcu alarmed for ¿replace battery¿ at power on. Dried fluid and corrosion were observed on male iui. Dried fluid and corrosion were observed on female iui. Horizontal scratches observed across the display screen. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed, the suspect device was programmed to infuse ivf+ additives at a rate of 70 ml/hr (vtbi 408 ml). The infusion successfully completed. The user programmed additional volume to infuse at a rate of 17 ml/hr. Total volume infused= 421.59 ml. Disassembly of the pumping mechanism showed no anomalies. Testing showed the device was delivering fluids within specification. The event administration set was not returned for investigation. The root cause of the customer¿s complaint of an overinfusion was identified as user programming. The pcu event log recorded an infusion of ivf+ additives ((B)(4)) was initially programmed at a rate of 70ml/hr then later programmed to 17ml/hr. The customer reported the infusion was supposed to infuse at 17ml/hr. Device history review: pcu sn (B)(4). A review of the device history record showed the device had a manufacture date of 09/26/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source device pcu sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the source device pcu sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that what was supposed to be 17cc/hr tpn infusion rate, appeared to have been programmed 70cc/hr. The drug's name is tpn (total parenteral nutrition). The nurse stated that it delivered too fast, but when biomed checked it, it worked properly. Labs were monitored with follow up renal ultrasound to evaluate kidney functioning and it was reported that there was acute kidney injury short term but quickly returned to normal. The patient's kidney function returned to normal limits per renal ultrasound.